Event description:
On (B) (6) 2010, patient requested assistance viewing the bolus history of his infusion device as "I found several were missing". Patient stated, when he programs boluses he watches them count down but cannot find some amounts listed in the history. Patient reported a blood glucose reading of 302 mg/dl this evening. Patient stated, he assumed this was due to a faulty bolus delivery. Patient delivered a correction bolus of 2.9 units of insulin. Patient reported a prior reading of 127 mg/dl approximately 5 hours earlier. Patient stated he has had "a similar type of occurrence' on several days, where he has experienced extremely elevated readings after supper; exact dates were not provided. Reviewed bolus history with patient. Patient reported, he believes he delivered and observed boluses at 6 p.m., 4:23 p.m., 2:47 p.m., and 12:29 p.m. That are missing. Patient stated "the basal is there before I program. Once I program, I observe the bolus until the basal shows again." Patient reported he boluses using the standard menu option. Reviewed bolus technique. No errors of alarms have been received. Reviewed reasons why bolus amounts would be missing from the infusion device history. Had patient disconnect tubing from infusion site and deliver two practice boluses of 1.0 unit each; both boluses delivered correctly and were listed in bolus history. Advised patient to switch to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.